Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was overfilling the cartridge. Tandem technical support instructed the customer to not overfill the cartridge. The customer completed a supply change to resolve the issue.